Manufacturer narrative:
Eval summary: the actual device was returned and evaluated. The device met all design and mfg specs. The threads of the screws were found to be damaged as a result of improper technique.

Event description:
Through post operative x-rays, it was discovered that screw had backed out of the plate.